Event description:
It was reported that the right atrial (ra) lead exhibited wildly variable high impedance when programmed to bipolar. The pace/sense portion of the ra lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4512 lead, implanted: (B)(6) 2003; 4471 lead, implanted: (B)(6) 2003. (B)(4).